Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, irregular sensing and periods of undersensing were noted on the implantable cardiac monitor. The patient would continue to be monitored.